Event description:
The facility reports the carers positioned the pt on the bath trolley, strapped pt in, and secured the siderails. The staff stated the siderails are secured when one hears the clasps click. The pt was pushed on the trolley into the back bathroom. One of the long sides of the left was against the wall so the pt's upper body was on the carer's left side and the pt's lower body was on pt right side. The carer noted the pt was more rigid and agitated than usual and was banging head on the wedge. The carer bathed the pt on the pt's left side. After bathing, the carer dried pt and then rolled pt to their back to dress pt. At this point, all staff indicated that the straps are removed in order to dress the person. If they have to step away from the trolley, they would secure the two straps on the trolley. The carer rolled the pt toward her on to right side to dress pt. This is when the side rail came undone. The carer was able to break the pt's fall and then both went to the floor with the carer absorbing most of the impact and landing on their knees and suffering bruising and soreness. The pt's right shoulder hit the tile floor and suffered "full blown" seizure activity for at least 10 minutes. The pt was monitored the rest of the day/night with no further complications.